Event description:
The facility reported an infusion pump with failure code 810:04. Info regarding whether or not the device has been in use on a pt when this failure occurrred was not available, no add'l contact info was provided. The hosp representative stated there have been no reports of any pt incident involving this pump since the last baxter service event.